Event description:
A home patient (hp) contacted global technical services requesting assistance to end therapy on the homechoice (hc) machine during drain 1. The hp stated she disconnected from the patient line during drain 1 and there was now air in the patient line. The technical service representative (tsr) assisted the hp in ending therapy to restart with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. Per the complaint information, the patient had disconnected from the set during drain. There was no mention of the patient following proper disconnect procedures. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is user error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction. A follow-up report will be submitted upon the completion of baxter's quality review.